Event description:
Reportedly, the pump was used on a pt and the doctor was concerned that it under-infused. There was no pt injury. The doctor saw that the syringe only had 2cc infused. The pump indicated 3.5 delivery; 2cc left in syringe. A 10cc syringe was used. Phenylephrine drug was used.

Manufacturer narrative:
The device evaluation is underway; result will be reported when the evaluation is completed.